Event description:
After an attempt to place a PICC line in a patient, the nurse noticed a burn on the patient's back. The patient had been lying on a k-pad that was in use for thermoregulation of the patient. The k-pad had been set at a temperature of 107f. The burn was determined to be a third degree burn.